Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the entire catheter was replaced on (B)(6) 2018. The old pump segment was removed and a new segment was implanted. The system was primed with saline. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The remaining pump segment was disposed of by hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that it was unknown what symptoms the patient experienced. It was unknown what the cause of the inability to aspirate the catheter was. It was unknown if catheter replacement had been scheduled, as of (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported an attempt to aspirate the catheter was unsuccessful (date unknown). The patient was scheduled for a catheter revision (B)(6) 2018. The physician removed the existing spinal segment and attempted to implant a new spinal segment but could not gain access to insert a new spinal segment. The explanted catheter was discarded. The pump was emptied of all drug, filled with saline (pfns, pbs); dose 0.0432mg/day. All the drug was purged from the internal tubing and catheter via a bolus through the cut catheter. The pump segment and pump remained implanted. The patient will be scheduled with a neurosurgeon to replace the catheter. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked but unknown. No further complications were reported.